Event description:
Outside of patient room, two heat packs were activated, then given to pt. Pt stated bags were leaking. Product got on patient's skin. Skin was cleaned. No injuries reported. We have had several occurrences of this problem at our facility, and as a result we have stopped using this product. We are looking for a replacement product.